Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis procedure: posterior lumbar interbody fusion level implanted: l4/5 it was reported that the patient underwent procedure where in two screws were inserted at l4 and two screws were inserted at l5 through plif procedure. Post-op, looseness of screw occurred after the operation. Revision surgery was performed and the loosened screw at right l5 was replaced( cbt), the fusion at s1 was performed with supplement in addition. No fragment remains in the patient. Neurological symptoms was reported as result of this event.